Manufacturer narrative:
The concerto nylon coil has not been returned for evaluation; product analysis cannot be performed. The device was not returned; the reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report of concerto nylon coil non-detachment during a procedure. The patient was undergoing coiling treatment of an aneurysm. The vessel was described as not tortuous. The coil and accessory devices were prepared as indicated in the IFU. The catheter was flushed during the procedure. It was reported that during the procedure, resistance was experienced during advancement of the concerto nylon coil through the proximal part of the catheter. The coil was unable to be detached. The physician removed the coil from the patient and completed the procedure with a new device. There were no reports of patient symptoms or complications.

Manufacturer narrative:
The implant coil found damaged, stretched, and had lost its original shape with the polypropylene filament intact and still attached to the pushwire. The instant detacher was not returned for evaluation. The tack weld replacement (twr) crimps and the pushwire wire distal to the break indicator at the manual detachment location (via hypotube) were found intact. The pushwire was found bent at the proximal end and bent at several locations from the distal end within the introducer sheath. Under the microscope, the coin was found to be located against the lumen stop, the shield coil was present. All other subassemblies appeared to be normal and no other anomalies were observed. An in-house instant detacher was selected, and 3 attempts were made to detach the implant coil, but the implant coil did not detach. The pushwire was then intentionally broken distal to the break indicator at the manual detachment location (via hypotube), and the release wire was pulled back. Resistance was encountered, and the implant coil did not detach. The outer jacket was then removed to access the coin. The implant coil subsequently detached when coil was pulled back from the lumen stop. The instant detacher was not returned; therefore, any contributing factors from the instant detacher could not be assessed. The concerto coil pushwire was returned with the implant coil still attached. It is likely that the bend(s) in the distal end of the pushwire prevented the coin from pulling back from the lumen stop as was evidenced during the manual detachment attempt (via hypotube) during testing. The coin pulled back from the lumens stop without difficulty when the coin was accessed distal to the bends in the pushwire. It could not be determined if the concerto detachable coil met specifications due to its damaged condition; however, all coils are 100% inspected for damages and irregularities during manufacture. The instant detacher was not returned; therefore, any contributing factors from the instant detacher could not be assessed. It is likely that the bend(s) in the distal end of the pushwire prevented the coin from pulling back from the lumen stop as was evidenced during the manual detachment attempt (via hypotube) during testing. All coils are 100% inspected for damages and irregularities during manufacture. Per the concerto detachable coil and i.d. (Instant detacher) instructions for use (IFU): precautions: ¿do not advance the coil with force if the coil becomes lodged within or outside the micro catheter. Determine the cause of resistance and remove the system when necessary.¿ if information is provided in the future, a supplemental report will be issued.